Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range right ventricular (rv) defibrillation lead shock impedance measurement greater than 145 ohms. Shock impedance trends had dropped to 110 ohms, but were previously trending in the 130-140s ohms range. A recent stored episode delivered six shocks, and the shock impedance measurements from that episode were 110 ohms, 113 ohms, >125 ohms, >125 ohms, >125 ohms, and >125 ohms. Technical services (ts) reviewed troubleshooting options and recommended considering rv lead revision. This ICD system remains in service. No adverse patient effects were reported.